Event description:
It was reported that the right ventricular lead showed a high ventricular rate (hvr) on the stored electrocardiogram. It was also reported that review of the electrocardiogram showed that the hvr was noise and not a real hvr. Reprogramming was completed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.